Manufacturer narrative:
B3/d10: the events occurred on unspecified dates since (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least (50)] of extension sets had air. There was a significant amount of air in the filter portion of the add on set. The issues occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G3: correction: change aware date from may 17, 2023 (on initial report) to may 16, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed using the naked eye which did not reveal any abnormalities that could be related to the issue. Due to the nature of the sample no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.